Event description:
Additional information was received from the manufacturer representative (rep) stating that the lead revision was provisionally scheduled for january 27th but there was no confirmation that the patient would attend. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient product ID 97755 lot# serial# unknown product type recharger product ID neu_unknown_lead lot# serial# unknown : product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745 product type programmer, patient product ID (B)(6) product type recharger unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) stated that the lead revision was rescheduled for a later date in february. The patient reported that the replacement recharger resolved the recharging issue. The replacement controller was not needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID: 97755, serial#: unknown, product type: recharger. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having issues with the recharger. When they tried to connect the recharger to the ins it said on some occasions that it could not find the device. On a few occasions the screen was completely blank when recharging the charger and it took 5 hours to recharge the ins. A replacement controller and recharger were requested. It was reported that the patient needed a lead revision in the next couple of months because the leads have moved and are in the wrong position. The cause of the trouble charging was not determined. The equipment looked to be ok externally and no breaks in the leads etc. Troubleshooting did not resolve the issue so x-rays were being considered to verify the device position. No patient complications were reported as a result of this event.